Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent low blood glucose alerts after meal announcements while using the ilet bionic pancreas, with a documented nadir of 53 mg/dl and time below range extending to approximately four hours; the caregiver accessed guidance on viewing reports in the ilet app and was advised on accurate carbohydrate tracking and meal announcements. Symptoms included no reported clinical manifestations. Outcomes included correction of hypoglycemia with oral glucose and non-medical assistance provided by a caregiver. Investigation included review of device-reported glucose trends and user-reported history, along with troubleshooting and education on meal announcement and carbohydrate estimation. Investigation of this case revealed that hypoglycemia occurred in temporal association with meal announcements, consistent with user handling or use-related factors, and device alerts functioned as intended. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.